Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, warns that adverse events that may occur and /or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses for an isolated left common iliac artery aneurysm. On an unknown date in (B)(6) 2019, ((B)(6) 2019 will be used as date of event), postoperative computed tomography showed a distal endoleak in the left limb of the implanted device. On (B)(6) 2019, the patient underwent endovascular procedure to treat the endoleak. The angiography identified that the endoleak was a distal type iii endoleak. An additional gore® excluder® aaa contralateral leg endoprosthesis was placed to bridge from the device left leg to the left external iliac artery to treat the type iiib endoleak. The endoleak was resolved. There was some calcification near the endoleak site but not significant calcification or tortuosity of vessel. The patient tolerated the procedure.